Event description:
It was reported that during implant procedure, the right atrial lead exhibited insulation anomaly. The lead was not used and replaced. The patient was fine throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.